Event description:
It was reported that during a very difficult sheath insertion and after getting the iab in, the repositioning sleeve rapidly filled with blood. The iab was removed and a second iab was introduced over a wire. Under fluoroscopy, it was noted that the wire had exited the femoral artery. Femoral artery repair was performed and there were no add'l complications.